Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited noise which was oversensed by the device resulting in episodes denoted by the device as high rate non-sustained ventricular events. The episodes were noted to be only approximately one to two seconds in duration and were occurring at random times of the day. No noise could be reproduced with isometric and pocket manipulation testing. The rv pace impedance was also noted to be 247 ohms, which is low out of range. In response, information indicates that the rv lead was extracted. No additional adverse patient effects were reported.